Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: neither uncontrolled motion or non-intuitive motion was encountered. The instrument did not get stuck on tissue. No pieces from the distal end of the device were detached or broken off. When asked about the functionality of the device, the reporter stated the instrument did not work. The device is available for return.